Event description:
It was reported that a pen needle autoshield duo 30gx5mm jp broke at the cannula before use. The following was reported by the initial reporter: "this is a report about a broken needle pe of auto shield duo. According to the customer's report, the needle pe was found to be broken in one product."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/5/2021. The following field was updated due to corrected information: g.5. Is combination product?: no. H.6. Investigation: one open 30g x 5mm autoshield duo sample and two photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm jp broke at the cannula before use. The following was reported by the initial reporter: "this is a report about a broken needle pe of auto shield duo. According to the customer's report, the needle pe was found to be broken in one product."